Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer, "a 4fr dl powerpicc provena inserted in the right upper arm basilic vein on 09/04/2022 was found to be kinked on 09/15/2022 in the upper 1/3 of the upper extremity. PICC dwell time was 11 days. PICC remained in patient and continued to be used."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. Ap and lateral radiographs were returned for evaluation of this complaint. The radiographs showed the right humerus. A catheter, consistent with the implicated 4fr d/l powerpicc provena, was seen in the images. A kink was visible in the catheter shaft at the skin insertion site in the lateral view but was not seen in the ap radiograph. As the kink was only seen in one of the radiographs, the kink was likely positional. However, the exact root cause of the kink could not be determined. Possible contributing factors could include catheter placement or securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen¿. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending.

Event description:
It was reported by the customer, "a 4fr dl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 in the upper 1/3 of the upper extremity. PICC dwell time was 11 days. PICC remained in patient and continued to be used."